Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that during the post implant check before the patient left the or, the right ventricular lead did not capture. Using fluoroscope they saw that the lead had moved. The pocket was opened and the lead was extracted and another lead was implanted. No patient complications have been reported as a result of this event.